Event description:
Reported via clinical study. It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed for a watchman clinical study. A watchman access system (was) and a 24 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with complete laa seal and deployed device diameter of 21.0 mm. There were no complications that were reported to have occurred. The patient was discharged on a medication regimen of apixaban (10 mg/day) and aspirin (81mg/day). On (B)(6) 2025, 865 days post index procedure, the patient presented for an oncology visit with the complaints of new slurred speech, left hand weakness and vision issues. On (B)(6) 2025, magnetic resonance imaging (MRI) imaging was performed which showed a small acute right frontal parietal infarct without hemorrhage or mass. Computed tomography angiography (cta) of the head/neck was also performed which showed no significant stenosis. On (B)(6) 2025, the patient was admitted to the hospital. The nih stroke scale (nihss) score was found to be 0. A neurology consultation was completed who stated it was suspected the stroke was likely related to hypercoagulable state related to malignancy. At the time of event, the patient was on aspirin (81 mg/day). On (B)(6) 2025, aspirin (81 mg/day) was held, and the patient was started on apixaban (10mg/ day) in response to the event. On (B)(6) 2025, the event was considered to be resolved and on the same day, the patient was discharged to home as they were showing improvement.